Event description:
On (B)(6) 2015 the pca was assisting patient with incontinent care/bathing when the patient suddenly collapsed back on the bed and became unresponsive. A rapid response followed immediately by a code blue was called and resuscitative efforts were conducted per acls protocols. The patient was transferred to ICU. On (B)(6) 2015 bivicd technician reviewed the device record and identified that device may have under-sensed the cardiac arrhythmia and delayed the therapy.